Event description:
It was reported that the right monitor on the 2800 system went dim during a cysto procedure. The 2800 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.